Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that temperature spikes occurred. A intellanav mifi xp catheter was used in a ablation procedure. During ablation the physician was unable to achieve desired power delivery and the temperature often spiked and he power would reset to 0. The procedure was completed by replacing the catheter. No patient complications were reported.